Event description:
It was reported that the patient had ineffective stimulation due to high impedances on their lead. Surgical intervention was undertaken, and the lead was explanted and replaced.

Manufacturer narrative:
B3: event date is estimated.

Manufacturer narrative:
The reported event of impedances issue was confirmed. As received, microscopic inspection and the continuity testing showed the returned lead found some damage on the outer tubing and several broken wires on the paddle.